Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments or partial display and unable to perform any tests due to device flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's friend reported via phone call that the insulin pump has blank display. Customer's blood glucose level was unknown. Customer reported that they tripped by accident then the pump started to blink display. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.